Event description:
In 2006, contact was made with the hospital risk manager, who described the reported incident as follows: "the patient was placed in the clamp, and it was adjusted to the 80# setting. The patient was then turned to the prone position for surgery. Halfway through the procedure, the anesthesiologist noticed the pateint was bleeding from the mouth, and their head appeared shifted. Also, it was noticed that there was a 1cm 'gash' in the patient's scalp, indicating the head had slipped at one of the rocker arm pins. When the surgery was completed, the 'gash' had become 1.5 inches in length and it was sutured closed. It was the surgeon's opinion that the clamp had moved because of a mechanical problem.

Manufacturer narrative:
As returned, the clamp was in good condition. When it was properly positioned, adjusted and locked, conditions under which it would "slip" could not be duplicated. The evaluation found the 80# torque knob tested in specification, the ratchet arm had no visible cracks, the swivel lock had little movement when locked, and the large starburst teeth were worn, but functional. The clamp required only general maintenance and cleaning.